Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's stylus was broken and that the lower case feet were worn. These parts were replaced and the programmer passed final functional and system tests.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.